Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a left midfoot fusion with a repair of peroneal tendon with bone graft, the compression implant had loosened from insertion handle during transport and fully detached while the box was being opened. The implant was unable to be inserted as compression had already initiated upon release from handle, meaning it would no longer match up to the pre-drilled holes. Patient status and surgical delay was unknown. This is report 1 of 1 (B)(4).